Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between conductor paths due to procedural damage at the middle region of the lead. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture. The ra lead was explanted and replaced. The patient was discharged.